Manufacturer narrative:
With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit will function properly. The device history record review showed no abnormalities related to the reported failure. The device manufactured passed all required inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. UDI #: (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical equipment technician reported that the a1114 mayfield infinity skull clamp's joint continue to loosen after it was tightened on (B)(6) 2019. There was no delay in the procedure due to product problem. No other information was provided.